Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monrail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the proximal lad coronary artery. The pt was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.